Manufacturer narrative:
Concomitant medical products: addr03 ipg, implant date: (B)(6) 2009, 310c25 valve, implant date: (B)(6) 2011, evolutr-26-us valve, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular leads fractured. The leads were capped and the right ventricular (rv) lead was replaced. No patient complications have been reported as a result of this event.